Event description:
During evaluation of the returned homechoice machine, an increased intraperitoneal volume (iipv) was identified in the therapy that started in 2009 during cycle 3. The ultrafiltration was 1157ml, indicating the home patient (hp) drained 1157ml more than her programmed fill volume of 1900ml. This information results in a total drain volume of 3057ml. (1157ml + 1900ml). These values meet the established iipv criteria. There was no pt injury or medical intervention reported.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the iipv discovered during evaluation. Based on a review of all available therapy log date, the most probable cause of the iipv was determined to be insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the minimum drain volume threshold. The device will be routed to the service area. CAPA is currently open for the reportable malfunction of overdelivery.